Manufacturer narrative:
Field service engineer (fse) was not dispatched to the customer¿s site, however fse assisted the customer via phone. The customer replaced the potassium electrode, all ise reagents, and ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for potassium (k) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.